Event description:
The reporter indicated the haptic of the 12.6mm vicmo12.6 implantable collamer lens broke during injection into the patient's left eye (os) on (B)(6) 2014. The lens was removed and replaced with another one. Patient last ucva was 20/50.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens not returned. Claim # (B)(4).

Manufacturer narrative:
Evaluation codes: method: - lens work order search . A lens work order search revealed there were no similar complaints within the work order. Conclusion (user error): based on the complaint information and lens work order search, the most probable cause of the lens tearing during injection is user or technical error. No further investigation can be performed at this. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a vial in liquid. Visual inspection found haptic torn/ broken. Claim # (B)(4).